Event description:
Consultant reports patient implanted with epoca shoulder prosthesis approximately one year prior to explant. Patient developed a rotator cuff tear creating the need for a conversion to reverse shoulder prosthesis. Patient was returned to operating room on (B)(6) 2013 for removal of the synthes shoulder prosthesis in preparation for a future implantation of a reverse total shoulder. This is 1 of 3 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Lot number: the lot number was reported as 5788-211-6. Lot number cannot be confirmed. A DHR review cannot be completed because the lot number listed is not in docusphere and does not have a synthes cross-reference number available. Investigation could not be completed, no conclusion could be drawn as no device was returned and no correct lot number was provided. Manufacturing records could not be reviewed without a correct lot number.